Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index, procedure date and name of initial surgical procedure. The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications were any concomitant procedures performed? Onset date/time of the pain from surgery location and character of the pain? Please provide date and details of the re-operation. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a sling procedure on an unknown date and the mesh was implanted. It was reported that the patient presented with chronic pain and required major surgery to remove implant. It was also required that the mesh was removed on an unknown date and discarded. Additional information was requested.